Event description:
The customer stated that the waste fluid of the cell-dyn analyzer overflowed on the floor due to the waste sensor not detecting a full waste. Trouble shooting revealed that the waste sensor is broken and to be replaced to resolve the issue. No exposures or injuries were reported. No impact to user safety or patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.